Event description:
It was reported that during transseptal surgery, the patient presented pericardia! Effusion that evolved into tamponade and she had to undergo cardiac surgery. During the surgery we were informed that it was a product of the deflected sheath used (agilis) and that although our products were inside the patient they were not the cause of the complication. Patient is now stable. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? No, were fragments generated? No, patient status/ outcome/ consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Perforation cardiac tamponade with deflectable sheath agilis, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: cardiac surgery, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).